Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 23 mmol/l. The customer reported multiple battery out limit alarms from the insulin pump. The customer reported an off no power alert from the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. The customer reported that the batteries on the insulin pump were out of the insulin pump greater than the duration allowed by the insulin pump. The customer was advised to monitor the insulin pump. The customer was advised that a new battery cap would be shipped. No additional information was provided.